Manufacturer narrative:
Additional data: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed and haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.00/+1.0/003 (sphere/cylinder/axis), in the patients right eye (od), (implanted vertically), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with another same model/length lens (implanted horizontally) and the problem was resolved. The cause of the event was unknown.